Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an unknown procedure when inserting the single-use kit of the dyonics pump 25 into the control unit, the box was not recognized by the control unit, so it was not usable (they then used a kit with different lot). No patient injury reported. Back-up device was available. Delay greater than 30 minutes was reported.